Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had no flow and did not deflate even after three days. The issue occurred during patient infusion. The device was filled with 72ml fluorouracil and 28ml saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.